Manufacturer narrative:
A1: patient identifier: (B)(6). A2: date of birth: (B)(6) 1939. B3: date of event: (B)(6) 2019.

Event description:
On (B)(6) 2014 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed that the inferior struts of the inferior vena cava (ivc) filter was located below the level of the renal veins. Two of the anterior distal struts extend 2mm beyond the wall of the ivc and contact the pancreas. There was no sign of tilting, stenosis or fracture/bending. It was further reported that a computed tomography (CT) scan of the patients abdomen was performed on (B)(6) 2019.

Event description:
On (B)(6) 2014 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed that the inferior struts of the inferior vena cava (ivc) filter was located below the level of the renal veins. Two of the anterior distal struts extend 2mm beyond the wall of the ivc and contact the pancreas. There was no sign of tilting, stenosis or fracture/bending.